Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent determined that the stent struts on the distal section of the stent were damaged with stent struts stretched distally and pulled in a distal direction with some struts lifted from their crimped stent positions. The undamaged mid-section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 31-jan-2018. It was reported that advancing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 2.5-2.75mm vessel diameter, concentric, de novo, with a <=45 degree bend target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Pre-dilation was performed with a 2.5x15 maverick balloon catheter with residual stenosis of 50%. With a support of a non-bsc guide extension catheter, a 2.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but advancing difficulties were encountered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.